Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the hysteroscopy phase, a leak was noted at the connection of the sheath and the adaptor. Despite the leaking, the procedure resumed. During the heating cycle, a fluid loss alarm was generated (rate of loss not known). It was presumed that the alarm was generated as a result of leakage at the adaptor. Several minutes into the ablation, a second fluid loss alarm was generated (rate of loss not known). Again, it was presumed that the alarm was generated as a result of leakage at the adaptor. Then, at four minutes into the ablation cycle, a third fluid loss alarm was generated. At this time, the procedure was aborted and the unit progressed into cool down phase. Upon removal of the sheath, a 2 cm burn was observed on the cervix (degree of burn not know). The patient was treated with silvadene cream on (B) (6) 2010. Clinical follow up information revealed that there was also leaking noted at the cervix. There were no further complications reported with this event and the patient's condition is reported to be "stable". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.